Event description:
On event date, the pt was returned to the cath lab for a stent of the 70% stenosis in the proximal lad. The lad was visualized as it was two days earlier. The stenosis was ballooned successfully with PICC. A 3.5mm x 13mm velocity rx stent was positioned within the stenosis and stent single prepped. Several attempts at inflation produced and no pressure on the indeflator dial. The indeflator pulled negative again. The stent and stent catheter were pulled back and it became evident the stent was no longer attached to the entire catheter just part of it. The stent catheter was withdrawn and found to have a broken (fractured) shaft. The stent and broken catheter were removed from the pt by withdrawing the entire guidewire system, including guide catheter. The lad was then recannulated and wired using a new (unknonw) guide cath, guide wire, and stent, without problems. There was no apparent injury to the pt.